Event description:
Updated event information with new information: a distributor reported an end user experienced an issue when using a 14cm solero applicator. Solero applicator was tested as per IFU. It was placed percutaneously into the lesion and a 120w 3min burn was completed. During the ablation, the output power lingered around 90watts. Tract ablation was done and upon removal of the applicator from the body, a few drops of saline leaked onto the skin of the pt. It was at that point that the clinician noticed that the tip had broken off into the pt. Post ablation scan confirmed a partial component of the tip had broken off into the liver. It was determined to not remove the tip as it would be riskier to remove it than to leave it in-situ. No codes had displayed during the procedure, and no adjunct tools had been used. The doctor has been performing procedures for 4 years. The ablation size was 1cm.

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. Approximately 4mm of the tip remained attached there are signs of a thermal event occurring. The center conductor and end washer were also detached. The remaining portion of the tip and semi rigid indicated charring. The tubing and coax cable was severed from the device by the customer prior to the return. The reproduction of the failure could not be completed in the returned device state. There were no known manufacturing defects found. The customer's reported complaint description of tip fractured and detached is confirmed. The root cause of the tip fracture and thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Note: the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. Unit was manufactured in jun-2017; the most recent service performed was: (B)(4), 11-mar-2024: routine service; unit passed functional testing. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with tip, detached failure mode since the unit was distributed. Reference (B)(4). Correction: g3 date received by manufacturer.

Manufacturer narrative:
Correction: g3 date received by manufacturer- the initial report incorrectly reported the aware date as 19-nov-2024. It should have been reported as 18-nov-2024. This error was noted 17-dec-2024, which has been entered as the aware dat on this report. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14 cm solero applicator. Solero applicator was tested as per IFU. It was placed into the lesion and a 120 w 3 minutes burn was completed. During the ablation, the output power lingered around 90 watts. Tract ablation was done and upon removal of the applicator from the body, a few drops of saline leaked onto the skin of the pt. It was at that point that the clinician noticed that the tip had broken off into the pt. Post ablation scan confirmed a partial component of the tip had broken off into the liver.